Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully extended. During a functional test the basket would not retract back into the sheath. The handle was stiff and would not move, the handle was taken apart for evaluation. The proximal end of the drive wire cable has separated from the proximal end of the handle cannula. Weld material is still present on the proximal end of the drive wire cable. The handle cannula has broken into two (2) pieces: one (1) proximal piece still attached to the pin-vise collet and one (1) distal piece still attached to the drive wire cable. The distal end of the handle cannula with drive wire is kinked in multiple places and stuck in the cannulated purple hub. The proximal piece is 12.7 cm in length and is kinked near the breakage. For further evaluation, the plastic of the purple hub was cut open. The joint of the handle cannula and drive wire is stuck within the cannula of the purple hub. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Basket deployment difficulties and buckling of the drive wire or handle cannula can occur if the device experiences excessive pressure. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook memory ii double lumen extraction basket. The user tested the device function prior to patient contact but the handle of memory ii double lumen extraction basket was too tight to close the basket. It was replaced with another memory ii double lumen extraction basket to perform the procedure.